Manufacturer narrative:
On 5-nov-2021, mentor received additional information regarding the patient¿s information and symptoms. The patient¿s race is caucasian. The baker grade of right-sided capsular contracture is grade iii. The baker grade of left-sided capsular contracture is grade IV. On 18-nov-2021, the suspected medical device was returned for evaluation. On 22-nov-2021, mentor received additional information regarding the patient¿s symptoms. The patient had a consultation with her physician on (B)(6) 2021, and the diagnosis of the capsular contracture was confirmed. The patient was prescribed with singulair to alleviate breast pain due to the capsular contracture. The patient experienced bilateral acquired deformity. Updated reason for device explant and/or reoperation: capsular contracture, acquired deformity. On 1-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 430cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (unknown grade) postoperatively. As a result, the patient underwent removal and replacement with two 430cc mentor memorygel breast implant prostheses (catalog #: 3505430bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This is for the right-sided prosthesis.